Manufacturer narrative:
Patient date of birth unavailable from facility. Device evaluation: upon evaluation, an occlusion was present at the hub of the device, although not fully occluded. The balloon of the device inflated without difficulty. No visible kinks present. Notification has been marked in this field to indicate this complaint is part of a voluntary field action.

Event description:
While preparations were being made for a single lead extraction procedure, the bridge balloon failed to load on prep-kit wire. The lumen of balloon was blocked just distal to the bifurcated port. The procedure was completed with no patient injuries.